Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of completed troubleshooting steps and issue resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a white substance found under the flow sensor assembly during preventative maintenance. The device was outside of clinical use at the time of the reported problem. There was no patient or user harm reported. The customer inquired if a white substance is normal. The remote service engineer (rse) informed the customer that the only white substance would by krytox, which the reported contamination was not. The rse advised the customer to confirm that all other pathways were clear of the substance and to check the blower and outlet. The customer confirmed that they would clean out the unit and check the rest of the device. This investigation is ongoing.